Manufacturer narrative:
The t:slim x2 pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump had shut off multiple times within a week due to insufficient power. Reportedly, the customer had neglected to charge the pump. Tandem technical support reviewed pump data and observed the pump battery depleting within normal parameters. The customer's blood glucose level was in the 400's (mg/dl). The customer administered a manual injection.